Event description:
(B)(4). No serious injury alleged. Malfunction alleged.end user alleges the motor went out on the chair. He states right before motor went out, the chair kept shutting down. MDR filed.